Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and no anomalies were found.

Event description:
It was reported that following implant of the device, defibrillation threshold test (dft) was unsuccessful at varying joules and the patient was externally rescued. It was also noted that the post test lead impedance was higher than prior to dft testing. Upon repositioning the lead, the set screw was unable to be screwed and inspection of the device and header block showed that the set screw was damaged. Therefore a new device was requested and implanted successfully. No further patient complications have been reported as a result of this event.